Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Certas valve (ID (B)(6) was not returned for evaluation as the product is not available for return as per customer. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt on (B)(6) 2020 with unknown setting. The valve was used with the silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj). The valve was removed and replaced on (B)(6) 2023. The silicon part between the valve cam and the siphon guard was torn when the valve was removed. According to information provided, it is unknown if the patient experienced signs and symptoms of valve failure. No further information was provided by the hospital. The patient recovered.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received: "since around september last year, it has been impossible to change the tool kit and setting pressure." "After that, the cerebrospinal fluid accumulated, and it was decided that the setting pressure needed to be changed, which led to the revision this time."

Event description:
N/a.